Event description:
It was reported via repair work order that the safety bar is bent and not locking the cot properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.